Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician advanced and then retracted a ruby coil through a px slim delivery microcatheter (px slim) in order to reposition it. However, while manipulating the ruby coil, it unintentionally detached. The ruby coil was removed and the procedure was completed using additional ruby coils and the same px slim. It was reported that the physician did not use an rhv and did not maintain continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.